Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2026. Upon fixating the right atrial (ra) leadless pacemaker (lp) during procedure, it was found that with the delivery catheter exhibited positioning issue and jumped from the lateral base of the right atrium to the distal appendage. Then, it was noted that the ralp had caused cardiac perforation at the distal right atrial appendage, leading to pericardial effusion and eventually cardiac tamponade, which was confirmed via transthoracic echocardiogram. Pericardiocentesis was performed, and the patient continued to decompensate. Patient was defibrillated multiple times for ventricular fibrillation with advanced cardiovascular life support protocol initiated. The ralp was not implanted, and the patient was intubated. The patient was given a temporary pacemaker system until patient stabilized. Patient condition was stable and patient was transferred to intensive care unit.